Event description:
It has been reported to philips that x-ray generation was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the generator busy, x-ray not possible. Review of the log files showed x-ray generator related issues. Upon troubleshooting, the fse found that arcing at high voltage cable and short circuit on rail voltage output to point and hivo high voltage transformer. To resolve the issue, fse replaced high voltage cables and point. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.